Manufacturer narrative:
The insulin pump was received with high operating currents due to moisture damage on electronic assembly. The pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 151 mg/dl. The customer stated that they put in a new clean battery with a cotton swab and received another low battery. The customer stated that the battery did not last more than one week. The product was returned for analysis.